Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed instances of railing artifact, large fluctuations in impedance, and many instances of the pacing entering and exiting a fault state throughout the duration of the case. There were also many lead off messages. It is believed that the impedance was very high from poor lead placement or patient prep and this caused inconsistent signal to the device. However, without receipt of the device and accessories, root cause evaluation could not be performed. It's important to mention that the customer was using non-zoll pads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.